Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, pre-close placement of the sutures was attempted in a mildly calcified common femoral artery using perclose proglide devices. Reportedly, the devices were inserted into a 6-french sized access site. During needle deployment of the first proglide device, there was no suture found after pressing the needle plunger. The device was removed and a second proglide device was attempted, but also resulted in no suture found after pressing the needle plunger. The second proglide device was removed and a third proglide device was attempted but it was believed that the needles had not made contact with the vessel wall. The third proglide device was removed and a prostar xl device was successfully deployed in a pre-close fashion. Prior to the tavi procedure the sheath was upsized to 18-french. Upon completion of the tavi procedure, the sutures were successfully used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the proglide and prostar xl devices. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was confirmed as indicated by the monofilament being exposed at the guide with the posterior needle remaining attached to the rail-end. Additionally, the posterior needle was returned without the posterior cuff. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices are being filed under separate manufacturer report numbers.